Manufacturer narrative:
The returned sleeve was evaluated. There were no visible signs of damage. The sleeve was found to be fully functional when tested with a mating pedicle screw, closure top, locking pin, and driver. There were no device problems found. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the threads of a closure top fractured within the extender sleeve during surgery, reportedly due to a thread problem on the sleeve. The procedure was completed with an alternative closure top and the same sleeve. There were no reports of patient impacts associated with this event. This is report two of two for this event.